Event description:
Midline PICC inserted to right ac without difficulty. Upon flushing catheter, a quarter sized edematous area was noticed approximately 1-1 1/2 inches above insertion site catheter d/c'd